Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that the insulin pump has missing segments on the lcd display. Customer's blood glucose was 161 mg/dl at the time of incident. Troubleshooting found that there is only a partial display of information on the lcd screen and the information is scrambled. Customer was advised to discontinue use of the device and revert to a back-up plan per their doctor's instruction. The customer was also advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump was received with missing segments/partial display due to cracked zebra connector. We were unable to performed functional test due to display anomaly. No blank display. The insulin pump had minor scratched lcd window, cracked case near display window corners and cracked reservoir tube lip.